Event description:
It was reported this ureteral stent migrated to patient's ureter several months post procedure. No further information regarding the circumstances surrounding this event are available. The device was not returned to this facility. Therefore, no failure analysis is available.